Manufacturer narrative:
A device history record (DHR) review of lot# 17286902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus (.014 4.0x15 142cm) and a saber rx (6mm6cm155) pta were delivered to the lesion and inflated. However, they ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The products were clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Event description:
As reported, an aviator plus (.014 4.0x15 142cm) and a saber rx (6mm6cm155) pta were delivered to the lesion and inflated. However, they ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The products were clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The products looked normal when removed from its packaging. The devices were prepped normally (i.e. Maintained negative pressure). The access site was the femoral artery. There was no difficulty removing the products from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the products the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The devices were not used for a chronic total occlusion (total occlusion >3 months). The devices did not have to pass through a previously placed stent. The balloons inflated normally. The products were removed intact (in one piece) from the patient. There were no other anomalies noted when the devices were removed from the patient.

Manufacturer narrative:
Complaint conclusion: as reported, a 4x15mm 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter, and a 6x60mm 155cm saber rx pta catheter were delivered to the lesion and inflated. However, they ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The products looked normal when removed from its packaging. The devices were prepped normally (i.e. Maintained negative pressure). The access site was the femoral artery. There was no difficulty removing the products from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the products the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The devices were not used for a chronic total occlusion (total occlusion >3 months). The devices did not have to pass through a previously placed stent. The balloons inflated normally. The products were removed intact (in one piece) from the patient. There were no other anomalies noted when the devices were removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17286902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.